Manufacturer narrative:
(B)(4). (B)(4) was not authorized to evaluate/service the device. The repair cannot be verified. A non-(B)(4) service provider charged the battery but it was unable to provide backup power and the device generated a low battery alarm. A new battery was installed and the ventilator worked properly.

Event description:
It was reported that during set up a ventilator had no battery back up. There was no patient involvement.